Manufacturer narrative:
Other - no lens malfunction, evaluation results - (other): visual inspection of the returned product found the lens optic torn and a piece of one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions - (other): based on the complaint history and the evaluation of the returned product, the root cause of the event has been determined to be due to the surgeon changing his mind. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that surgeon inserted and removed an aa4203tl toric silicone single piece lens due to the surgeon changing his mind, the reporter stated it was unknown if there was any patient injury. Additional information has been requested, but none has been forthcoming. If additional information is received, a supplemental medwatch will be sent.